Event description:
The facility reports when starting the transfer both the pt and the carer heard something crack. The carer continued the transfer. Later there was found to be a lot of tolerance on the arm. The facility first called their own technical service, who checked the lift and found the bolts had broken off. No injuries were reported.

Event description:
The facility reports when starting the transfer both the pt and the carer heard something crack. The carer continued the transfer. Later there was found to be a lot of tolerance on the arm. The facility first called their own technical services, who checked the lift and found the bolts ha broken off. No injuries were reported.